Manufacturer narrative:
There were a total of five (5) uniplanar screw lot numbers provided by the international customer. It is unknown which belongs to the suspect device. All five (5) are of the same product part number and description. A review of the device history records for all five (5) lots found no manufacturing, processing or design related irregularities. The implants were all found to be properly manufactured and released in accordance with the device master record. Lot 650199 manufactured 10/11/2012, lot 682309 manufactured 4/4/2014, lot 665109 manufactured 11/15/2013, lot 685016 manufactured 12/31/2014, lot 701998 manufactured 10/31/2015. An evaluation is not possible at this time. The implant remains securely implanted within the patients t7 thoracic vertebrae. Upon the receipt of additional information and/or the suspect implant a follow report will be submitted.

Event description:
An international customer ((B)(6)) reported the head of uniplanar screw fractured and broke while conducting in-situ bending of the cocr rod at the t7 vertebrae. The debris were removed but the screw was left in the patient without a set screw as the purpose of this surgery was achieved. The construct was inserted from the t3 to the l1.